Manufacturer narrative:
A trumpf medical service technician was dispatched to inspect the light system and found that the sterile handle adapter plate was installed improperly by one of the facility's 3rd party vendors after installation. The adapter was properly reinstalled and the device functioned as designed.

Event description:
The handle of a trumpf medical surgical light fell into the sterile field during surgery. No injuries were reported.